Event description:
A customer contacted global technical service (gts) regarding assistance with starting over with new supplies on the homechoice (hc) before therapy. The home patient (hp) stated that while setting up, one of her bags had disconnected. She had not started therapy yet, but needed help getting the door open to reset up again with new supplies. The global technical service (gts) reset the hc back to "load the cassette", and the hp opened the door. The hp would call back if she had further issues. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding the connection issue. The hp stated that the bag had spontaneously disconnected. The hp did not know what had caused the disconnection and stated that she did not notice any abnormalities with the supplies. The sample was discarded and a companion sample was not available. The lot number was unknown. There have been no issues with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.